Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Additional information. A manufacturing evaluation was conducted. The report indicates one depth gauge for 1.3mm and 1.5mm screws was returned for evaluation. The condition of the returned instrument is very poor. The hardcoat anodize finish on the aluminum components is almost entirely removed in most areas. The needle component is bent and missing the hook feature from the tip. The protection sleeve component is not synthes design because synthes design protection sleeve is longer and is knurled at both ends. The returned protection sleeve is shorter and is only knurled on one end. None of the issues found with this instrument is associated with manufacturing. The damaged condition of the returned instrument occurred post manufacturing. The hook feature l5 was not able to be checked because the hook itself and therefore the feature l5 is missing and was not returned. The protection sleeve was not checked because it was determined to not be a synthes product. The protection sleeve is not a synthes product because the synthes product has two internal m5 threads and two external knurls at both ends of the protection sleeve p/n 319.006.01 per supplier process sheet (B)(4) and inspection sheet (B)(4) listed in the DHR. The returned non synthes protection sleeve has only one knurl but has two internal threads and is much shorter than the synthes product. Investigation is on-going. Review of the device history record revealed that no issues were found during manufacture that would contribute to this complaint condition.

Event description:
Prior to an unknown surgery, the surgeon noticed that the hook of the depth gauge was either bent or had broken off. No further information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review and manufacturing evaluation are anticipated but not yet begun. This device was used for treatment not diagnosis.

Manufacturer narrative:
Additional narrative: product development evaluation: one depth gauge for 1.3mm and 1.5mm screws (part#319.004) was received for evaluation with complaint category ¿broke.¿ the very distal tip (approximately 1-2 mm) of the needle sheared off and was not returned for evaluation. The remaining tip is slightly bent and worn. The modular hand system technique guide and product drawing were reviewed during this evaluation. The needle component (part#319.004.03) which broke is manufactured from 316leh ss which is an adequate material. The width of the needle at the fracture location is (0.63mm ¿ 0.7mm) and is dictated by the fact that it is designed to be inserted into a ø1.0mm hole to measure for screw length. The design is adequate for its intended use and did not contribute to this complaint event. The compact hand/modular hand system design & clinical risk management document adequately addresses this complaint event. The most likely cause for this complaint event was excessive off axis force being applied to the depth gage when the needle hook/tip was engaged in a cortex thereby causing the needle hook to break off at the location of least material. Device used for treatment, not diagnosis.